Event description:
It was reported that, "during the surgery, the surgeon noticed a foreign material (like a cotton) on the accolade stem. He removed it and implanted the accolade stem in the patient's femur."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.